Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02196. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to solve the issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which their leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.